Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No additional information will be made available due to hospital and surgeon policy. Should additional information become available at later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's knee due to infection.